Event description:
It was observed that calibration of the gas module of a heart lung console stopped prematurely. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.